Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia and urinary tract disorder outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes (unspecified), results: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. The event injury nos was replaced with events from pfs: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiatal hernia repair, dysphagia and gerd. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary problems/bladder or urinary problems or changes"), genital haemorrhage ("abnormal bleeding (general),"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, urinary tract disorder, genital haemorrhage, bladder disorder and vaginal haemorrhage outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Discrepancy: previously reported insertion date was : (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event: abnormal bleeding (vaginal), lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiatal hernia repair, dysphagia and gerd. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia heavy menstrual bleeding"), urinary tract disorder ("bladder/urinary problems: urinary problems/bladder or urinary problems or changes"), genital haemorrhage ("abnormal bleeding general"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia painful sexual intercourse"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, urinary tract disorder, genital haemorrhage, bladder disorder, vaginal haemorrhage and blepharospasm outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered bladder disorder, blepharospasm, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia.discrepancy: previously reported insertion date was : 08may2009 diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - in august 2009: total bilateral occlusion. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 18-jun-2020: plaintiff fact sheet received. Reporter added. Added event eyelid twitching.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiatal hernia repair, dysphagia and gerd. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary problems/bladder or urinary problems or changes"), genital haemorrhage ("abnormal bleeding (general),"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, urinary tract disorder, genital haemorrhage, bladder disorder, vaginal haemorrhage and blepharospasm outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered bladder disorder, blepharospasm, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Discrepancy: previously reported insertion date was : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Lot number: 619694 manufacturing date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiatal hernia repair, dysphagia and gerd. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary problems/bladder or urinary problems or changes"), genital haemorrhage ("abnormal bleeding (general),"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, urinary tract disorder, genital haemorrhage and bladder disorder outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Discrepancy: previously reported insertion date was : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events: genital bleeding. Bladder problems, dyspareunia and pelvic pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hiatal hernia repair, dysphagia and gerd. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary problems/bladder or urinary problems or changes"), genital haemorrhage ("abnormal bleeding (general),"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, urinary tract disorder, genital haemorrhage, bladder disorder, vaginal haemorrhage and blepharospasm outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered bladder disorder, blepharospasm, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Discrepancy: previously reported insertion date was : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: pfs received. Lot number was added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.